Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported dot like foreign material was observed immediately after the irrigation/aspiration phase of the the second cataract procedure of the day. The surgeon believes the foreign material was on the tip sleeve and he removed as much of the foreign material as he could. The patient presented with corneal edema one day postoperative visit and the surgeon indicated the corneal edema was caused by "overdoing of hydro" and that the "vision will improved as soon as cornea edema is resolved". There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. A digital video disc (dvd) of the case was returned by the customer for investigation. No fluid management system cassette (fms), infusion sleeve, or other physical sample was returned for further investigation. Foreign material was not identified per the explanation provided during the dvd's initial review. During a second review, a hair-like foreign material was seen being removed out of the eye via cannula and syringe - after implantation of the intraocular lens (iol). During and after the multiple insertions of the handpiece in and out of the eye, no foreign material was identified, therefore the fms and the infusion sleeve likely did not cause or contribute to the reported foreign material. It is unsure where the foreign material originated from without a sample or a clearer visual. Procedures are in place that requires manufacturing personnel to inspect 100% of the small parts trays exiting the offload station per the drawing. Per the sampling plan criteria, infusion sleeves are examined under 20x magnification for loose and/or embedded debris upon receipt from the supplier. Manufacturing procedure requires all assembly room personnel to put on a hairnet with an additional hood, as well as a beard cover, when applicable, prior to entering the assembly area. All of these efforts mitigate the introduction of foreign material to the product. After a review of the dvd, it could not be ruled out that the foreign material may have originated from another source other than the consumable device. Without the sample, it could not ascertain or provide sufficient objective evidence that the foreign material originated from the device. An analysis of complaints of a similar nature confirm no unfavorable trend for this event. As such, no further action will be pursued at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. .(B)(4).